Event description:
During patient use, contrast media was drawn via syringe from one of the three ports on the manifold and air was noted in the syringe. The air was noted prior to contrast media injection. The syringe was changed and the unspecified diagnostic procedure was resumed. The customer contact stated that something appeared to be "wrong" with the syringe "right away." The source of the air entering the syringe could not be determined. There were no reported adverse patient effects, delay of critical therapy or medical intervention.